Event description:
A malfunction alarm identified as malf 24 was reported, but it did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer was advised to use multiple daily injections (mdi) as a backup therapy and a replacement pump with updated software was sent by technical support. Instructions for returning the faulty pump and setting the new pump were provided, and the customer understood and acknowledged these steps. There was no adverse impact to the customer¿s blood glucose level.